Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a vague complaint of an over infusion when in use on a patient. It was reported that the event occurred from a programming error .

Manufacturer narrative:
The customer¿s report of an over infusion which may have resulted from a programming error was not confirmed. Physical inspection noted the device to be in fair condition with a cracked bezel observed at the lower hinge. Review of the pcu event log showed that there were no programmed infusions on the reported incident date of (B)(6) 2018. The most recent programmed infusion occurred on (B)(6) 2018 at 4:30 am for argatroban. There were no obvious programming errors. Functional testing found the device to be within specification. There were no irregularities observed with the primary set. The root cause was not identified.